Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 355 mg/dl and the sensor glucose was 61mg/dl at the time of the incident. The customer reported that sensor was reading low this morning. Blood glucose was actually low this morning so drank juice. Sensor was still reading low blood glucose was 355mg/dl, turned sensor off. This morning blood glucose was 80mg/dl, and sensor was reading 61mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was not suspended due to sensor glucose values of 61mg/dl. Threshold suspend limit in sensor settings was 70mg/dl. Customer declined further troubleshooting for low and high. The customer treated high with pump, and low with juice. Customer declined troubleshooting for blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.